Event description:
It was reported that a malfunction code appeared, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, and they acknowledged these instructions.